Manufacturer narrative:
(B)(4). (B)(6). The device was received for sample evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A visual inspection identified a hole in the body of the bag. Functional underwater leak testing revealed a leak in the body of the bag, between the main tubing and port tube of the bag. The cause of the condition was determined to be incorrect assembly during manufacturing. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that all-in-one container leaked through different holes in the body of the bag during filling. There was no patient involvement. No additional information is available.